Event description:
Customer reportedly obtained results of 74mg/dl, 84mg/dl, and 145mg/dl on the same device within 10 minutes. No action taken based on device results. No adverse event reported and no treatment received. No strip information was provided. No quality controls were used. Requested return of the suspect device and replacement was sent.